Event description:
It was reported that during a tcar procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire). The physician re-accessed the vessel. The dissection was not flow limiting and was mostly covered with a planned stent. Additional information indicated that the patient had a tia as the stroke (tia) symptoms resolved within 24 hours.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire). The physician re-accessed the vessel. The dissection was not flow limiting and was mostly covered with a planned stent. Additional information indicated that the patient had a tia as the stroke (tia) symptoms resolved within 24 hours.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.